Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Additional observation: ¿ crease observed on the device. ¿ wear abrasion observed on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported " rupture confirmed with an in office ultrasound". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported " rupture confirmed with an in office ultrasound". This record is for the right side. Device was explanted.

Manufacturer narrative:
Cont.h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.